Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for labelling issues, and the customer reported that the serial number was worn off. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a serial number label fading/peeling. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 08/25/2025 07:39:00.000. 08/25/2025 09:47:00.000. Insert battery alarm was found on: 08/25/2025 09:07:50.000, 08/25/2025 09:08:21.000. 08/25/2025 09:08:39.000, 08/25/2025 09:18:00.000. 08/25/2025 15:29:32.000. Failed battery alert/battery failed alarm was found on: 08/25/2025 09:08:10.000. 08/25/2025 09:08:32.000. Pump error 23 alarm was found on: 08/25/2025 09:19:04.000.. 08/25/2025 09:29:00.000. 08/25/2025 15:26:05.000. Replace battery alert was found on: 08/25/2025 14:44:00.000. Replace battery now alarm was found on: 08/25/2025 15:15:00.000. Power loss alarm was found on: 08/25/2025 15:26:43.000. 08/25/2025 15:26:51.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 08/25/2025 07:39:00 after more than 7 days at 15.4 days. Battery cycle 2 received the lowbatteryalert (104) on 08/09/2025 21:56:00 after more than 7 days at 15.38 days. Battery cycle 3 received the lowbatteryalert (104) on 07/25/2025 07:59:01 after more than 7 days at 14.46 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 25-aug-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/22/2025 08:11:00.000 sgcalibrationerror (776) was found on: 08/24/2025 05:24:23.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Customer alleged for unexpected battery power loss was not confirmed. However, during visual inspection corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.